Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "was not pumping formula". Mmdg followed up with the initial reporter who requested that mmdg contact the patient parent directly. When mmdg attempted to follow up with the patients mother, she stated that she doesn't remember anything and was not willing to provide any other information, and then hung up. No further information was obtained. (B)(4).